Event description:
The pt complained of not feeling well during treatment. The pt reportedly "passed out." Oxygen at 3l was administered along with an unspecified amount of saline. The treatment was resumed, with the pt "passing out" a second time, 400 cc saline and oxygen at 3l was administered. The pt continued to vomit and blood pressure elevated to 226/106. Emergency svs transported pt to ER. Blood work done in the ER was reported to be hemolyzed.